Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had expired. The patient was found at home by the son, collapsed and unresponsive from unknown etiology. The patient was intubated and brought to the local emergency department. On arrival, blood pressure and pulse oximetry was unobtainable. CPR was initiated. The EKG initially showed pulseless electrical activity but converted to ventricular tachycardia with attempted cardioversion. Resuscitative interventions remained unsuccessful and were discontinued after 30 minutes and the patient expired.

Manufacturer narrative:
Correlations between the evaluation of the left ventricular assist system (lvas) and the reported cardiac arrhythmia and patient death cannot be conclusively determined. The device was returned assembled with the pump cable intact. The modular cable was returned properly attached to the pump cable. The sealed outflow graft and the sealed outflow graft bend relief were returned properly attached to the pump outflow; however, they were encapsulated in tissue. The apical cuff was returned properly engaged. The device appeared to have been exposed to a fixative prior to return. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed depositions of fixed post explant blood in the inflow cannula, on the rotor, in the rotor well, in the interior of the pump cover, and in the lumen of the outflow graft. No adhered depositions or thrombus formations were found. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.